Event description:
It was reported that during an unknown procedure there was a stapler that put holes in the bow. No adverse impact patient/user was reported.

Manufacturer narrative:
(B)(4). Date sent 6/9/2025. D4 batch # unk. B3: only event year known: 2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: 1. Could you please provide clarification regarding whether you require a credit or a replacement? Replacement. 2. Was the firing sequence started but not completed? If yes: fire sequence completed 3. Did the device deliver any staples? It did the surgeon said the staples appeared normal. 4. If yes, were the staples formed properly? Yes. 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Surgeon did not state. 6. If yes, was the staple line complete? The surgeon said the first device resulted in a leak. He cut out the anastomosis and performed another anastomosis and the second stapler resulted with a small hole were he thought staples should be anteriorly. He oversewed the anastomosis and he said the patient is doing fine. Regarding "the second stapler resulted with a small hole." 1. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unknown. 2. Were there staples missing from the staple line? Unknown. Surgeon just said there was a hole where staples should have been. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025, d4 batch #222d38. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, it should be noted that when the adjusting knob should not be manipulated during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 222d38 , and no non-conformances were identified.